Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the black box showed evidence of a sudden drop in vp and vm voltage resulting in a eaw 177 low battery warning on (B)(4) 2018..the pump powers with the returned battery cap. The battery cap was unable to fully tighten. The battery compartment was found to be cracked. No evidence of moisture inside battery compartment. The pump was tested for a minimum of 24 hours with a one unit per hour basal setting with no eaw, overheating, or power loss duplicated. The pumps electrical current draws are within spec. Removed pump case. No evidence of moisture or loose components inside pump. Power flex and components were inspected with no defects found. No damage observed to power circuit. No evidence of pump overheating duplicated during investigation. A battery was not returned with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - physical damage) issue; the battery compartment was warm. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.